Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator went into back-up when firmware upgrade was attempted. Device download was performed. The device was not upgraded. The patient was asymptomatic.

Manufacturer narrative:
Correction: (B)(4) operating system version or upgrade problem, should have been reported.